Event description:
Procedure type: anterior resection. According to the rptr: the stapler was occluded, but stapler fired. The stapler got suck half way. The stapler deployed but did not cut. Stapler opened and device was removed. The pt is fine. No tissue damage occurred. A new stapler was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4).